Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, the device was found to be in backup vvi mode. The issue was successfully resolved after a device firmware was reloaded. The patient will be followed normally.